Event description:
Caller reported inform system patient blood glucose results: 11:51 result 503 mg/dl; 11:53 result 81 mg/dl; 11:55 result 225 mg/dl; 11:58 result 216 c mg/dl; 12:20 result 72 mg/dl. No adverse event reported. Strips not available for return.